Event description:
It was reported that multiple cartridges did not fit onto the pump. A cartridge change was performed resolving the issue. There was no reported impact to the customer's blood glucose level.